Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device began to emit a solid tone when the foot peddle was activated. The case was completed with a different hp052 and the same disposable. There was no patient consequence.